Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent was damaged with the stent struts stretched and distorted. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with myocardial infarction. Vascular access was obtained via the right femoral artery. The 95% stenosed, 14 mm x 2.5 mm, concentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified distal left anterior descending artery (lad). Following the insertion of a mach 1 fl 4 6 fr guide catheter and the advancement of a non-bsc guide wire, a 2.50mm x 16mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed in order to predilate the lesion and while cleaning the stent delivery system, the physician noticed that the stent was not mounted. The stent was found in the introducer sheath. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. Patient medications post procedure were aspirin and clopidogrel.

Event description:
It was reported that stent dislodgement occurred. The patient presented with myocardial infarction. Vascular access was obtained via the right femoral artery. The 95% stenosed, 14 mm x 2.5 mm, concentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified distal left anterior descending artery (lad). Following the insertion of a mach 1 fl 4 6 fr guide catheter and the advancement of a non-bsc guide wire, a 2.50mm x 16mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed in order to predilate the lesion and while cleaning the stent delivery system, the physician noticed that the stent was not mounted. The stent was found in the introducer sheath. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. Patient medications post procedure were aspirin and clopidogrel.